Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called saying that she was still noticing the battery shutting on and off for no reason. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins shutting on and off was not determined. The rep thinks that it is a perception thing. The patient's adaptive stimulation (as) was reoriented and adjusted. The rep also had the patient go in different positions to show that the system was working. The rep stated that there is nothing else they can do for the patient, and has not heard back about any additional complaints. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the stimulation turning on/off, and the redness/tenderness at the patient¿s ins site has resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator spinal cord stimulation. It was reported that the patient's dog got loose, she grabbed the leash and he pulled really hard and that was how she fell. Patient stated she now had pain over the pocket and it was red and tender. The rep reported the patient was scheduled for tomorrow, january 17th to run impedance and check incision, connectivity, etc. Issue not resolved at this time. Rep reported patient likely put stress on fresh incision, but will evaluate at appointment. Additional information was received. Patient reported she fell on her implant a week or so after implanted and since then it had been very tender. Patient stated she started to notice her battery would stay on for about 5 minutes then shut off for a few seconds then turn on for 5 minutes and so on. Patient reported they did notice when the battery shut off that her stimulation number drop to 0.0. Patient stated she was not experiencing any shocking sensations during the process. Patient stated it was just bothersome because she got really good relief when it was on and pain was coming back quickly when the ins shut off. Patient was seen by the hcp and he said incision looked great and did not see any signs of infection. An impedance and connectivity check was done and came out great. Patient tried popping the battery out of her controller. Patient also tried switching different groups and it was still happening on each group. Patient tried turning the whole system off and back on, same thing kept happening. Issue not resolved at this time. No further complications were reported/anticipated.